Event description:
The facility reported a pump with failure code 500:320:844:0000. This failure code occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.